Event description:
The event is reported as: the temperature on the heater will not stay constant. The customer alleges that the unit will not warm up to reach the set temperature. The alleged failure occurred during pre-test. No report of a pt injury or a delay in treatment.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 06/08/2010. The DHR investigation could not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.